Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a weak circulation pump. Replaced circulation pump. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not register that there was no more water in the device. If there was no water in the device, the maximum level was displayed, and it was possible to start therapy. If you select empty pads, water runs out of the device. Per sample evaluation results on 29may2024, it was reported that the circulation pump utilization being very high.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not register that there was no more water in the device. If there was no water in the device, the maximum level was displayed, and it was possible to start therapy. If you select empty pads, water runs out of the device. Per sample evaluation results on (B)(6) 2024, it was reported that the circulation pump utilization being very high.